Event description:
Patient admitted 1 week past full term (41 week pregnancy) for induced labor, which was uneventful. During suturing of a second degree laceration, the suture came off the needle. No patient injury.